Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's spinal cord stimulator (scs) was explanted due to an infection. No known factors. No troubleshooting or diagnostics. Patient was doing well with scs programming. The patient had their scs system explanted on (B)(6) 2021. The issue was resolved at the time of the report.